Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 65%. However, immediately the gauge displayed 5%. The customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received and it was confirmed that the customer had manual injections.